Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with a high capture threshold. The lead was explanted in a procedure on 4 aug 2021. Post-procedure there were no patient consequences.